Event description:
Sonicision cordless dissector not working; new battery was tried, per rep but still did not work. New handpiece was opened to the field and sonicision worked.manufacturer response for sonicision cordless dissector, sonicision (per site reporter).======================rep was notified of problem; reported to company and sent in ship kit. Analysis found the battery leads were bent. This can happen during assembly. Rep to re-inservice staff on correct assembly practice.